Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer took emergency medical treatment on (B)(6) 2019 at 10 pm due to low blood glucose. The customer¿s daughter stated that the customer became unconscious due to low blood glucose. The customer¿s blood glucose value was 18 mg/dl at the time of incident. The customer¿s daughter called emergency medical service to treat customer at home and emergency medical technicians stayed until customer was able to communicate with stable blood glucose. The customer¿s daughter stated that customer did infusion set change and had something to eat then laid down before the incident. Customer was hooked up to an intravenous where they gave glucose. The customer¿s daughter declined continue troubleshooting for low blood glucose incident due to reporting a past event. The insulin pump will not be returned for analysis.